Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were loose and easily dislodged from the pump. No damage was observed on the pump. There was no reported adverse impact to the customer's blood glucose level.